Manufacturer narrative:
It was reported (B)(6) later that the patient alleged that the infection was due to a set screw from the device protruding through the skin. The device was retrieved from boston scientific archives for investigation of the new allegation in our (B)(4) laboratory. The analysis conducted when the device was initially returned was reviewed, and it was noted that the device had met specifications in electrical testing at that time. External visual inspection noted there was body fluid contamination in the lead barrels, and all seal plugs were intact. There was no damage noted from a set screw coming through or being reinserted into the device header. All set screws operated normally. An x-ray examination noted no irregularities. The allegation of a protruding set screw could not be confirmed by our analysis and testing, as there was no evidence that a set screw came out of the device header.

Manufacturer narrative:
It was reported 11.2 months later that the patient alleged that the infection was due to a set screw from the device protruding through the skin. The device was retrieved from boston scientific archives for investigation of the new allegation in our post market quality assurance laboratory. The analysis conducted when the device was initially returned was reviewed, and it was noted that the device had met specifications in electrical testing at that time. External visual inspection noted there was body fluid contamination in the lead barrels, and all seal plugs were intact. There was no damage noted from a set screw coming through or being reinserted into the device header. All set screws operated normally. An x-ray examination noted no irregularities. The allegation of a protruding set screw could not be confirmed by our analysis and testing, as there was no evidence that a set screw came out of the device header.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the device is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this device was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.